Event description:
It was reported that patient's ipg site feels warm while charging. A new charger was sent to the patient, which did not resolve the issue. The patient described the feeling as having a sunburn on the inside of her skin. The patient had an appointment with her physician. Follow up revealed she not shown up for her first physician appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.